Event description:
It was reported that a patient incident occurred with the filter integrated argon plasma coagulation (fiapc) plus probe during a colonoscopy. The accessory was used with an erbe argon plasma coagulator (model apc 3, part number 10135-000, serial number (B)(6)/electrosurgical unit (model vio 3, part number 10160-000, serial number (B)(6) system. No information was provided regarding any other equipment or accessory used in the procedure. Additionally, the settings used during the colonoscopy were not conveyed to erbe. Specifically, it was reported that fiapc plus probe didn't fire properly and a hematoma had formed at the base of the patient's cecum. Therefore, hemostatic clips were applied to the affected area of the cecum to prevent a possible perforation.

Manufacturer narrative:
The apc/esu system and the fiapc plus probe were returned and thoroughly inspected/tested. The findings were as follows: apc/esu system a technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Fiapc plus probe a visual inspection of the probe revealed that the head was slightly bent and there were several kinks in the tubing of varying degrees. Nevertheless, the accessory was tested and found to be functioning as intended (note: additionally, there was no electrical breakdown of the device.). Also, no anomalies were found in the DHR of the fiapc plus probe. In conclusion, no erbe accessory problem was found that would have caused or attributed to the event. Based upon the reported information and the evaluation of the erbe devices, most likely there were many factors involved with the reported event (e.g., the equipment settings employed, mechanical manipulation of the scope and probe at/around the target tissue site, etc.). However, no conclusive determination could be made as to the cause(s) of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.